Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over twelve (12) years since the subject device was manufactured. Based on the results of the investigation, the root cause could not be determined, however it is likely the following led to the malfunction: the worn-out video connector pins could be causing the imagen problems. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis exera video system center had intermittent image during preparation for use in a diagnostic procedure. There were no reports of patient harm or impact associated with the reported event.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed and was found to be due to a worn an out video connector pins. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.